Event description:
It was reported that this was a vessel closure of an unknown vessel using a relative to an unspecified procedure. Reportedly, when step #2 was pressed, it did not lock. The device failed. Another proglide device was reported. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for evaluation. The reported failure to deploy was not confirmed. However, needle to cuff miss was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract due to the circumstances of the procedure. The reported, 'it did not lock' is a confirmation the needle and cuff did not engage resulting in the suture retrieval issue needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4: lot # updated from 3062141 to 3050741. E1: contact name updated from (B)(6) to physician dr. (B)(6). E3: occupation updated to physician.